Event description:
The automatic shaper (acs) device penetrated the anterior chamber of the eye causing laceration of the iris and the lens to be expressed out of the eye through the site of the perforation. The physician was able to reform the anterior chamber, suture the cornea, and repair the iris without serious complications. The pt's post-operative refraction was +1.00d and thept is planning to have this surgery performed on the otheer eye.